Manufacturer narrative:
At this time, this device remains implanted. If additional information is received,this report will be updated.

Manufacturer narrative:
If additional information is received, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) due to charge time measurements of 19 seconds. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that the monitoring voltage was 2.66 volts. A replacement procedure has been scheduled and the device will be replaced with a competitor's device.